Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the patient underwent an unrelated surgical procedure, after which the ipg was unable to communicate. The issue was resolved with reprogramming. Effective herapy was restored.